Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the introducer was not able to support the lead to reach the target position. It was further determined the physician felt the operating performance was inadequate and did not meet expectations. The introducer was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).